Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance and that the lead had "some sort of malfunction." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2012 09:00:05. Programmer save to disk data file (B)(4) shows an alert event for "rv defib lead impedance 123 ohms." On (B)(4) 2012 09:00:05.